Event description:
Removing restoration modular cone conical stem due to infection. Surgeon removed the screw from the cone body, then threaded the distal stem removal adaptor and mcreynolds slap hammer into the distal stem. When the surgeon attached the slap hammer and slapped to remove, the thread snapped off the distal stem removal adaptor. Surgeon was unable to remove stem, or to separate the cone body from the stem, so chose to leave it in, only removing the cup. A unitrax head was put on the stem. The thread from the distal stem extractor is stuck inside the stem, inside the patient. Therefore we were unable to replace the screw in the cone body. Surgeon plans to revise again when infection is cleared.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Removing restoration modular cone conical stem due to infection. Surgeon removed the screw from the cone body, then threaded the distal stem removal adaptor and mcreynolds slap hammer into the distal stem. When the surgeon attached the slap hammer and slapped to remove, the thread snapped off the distal stem removal adaptor. Surgeon was unable to remove stem, or to separate the cone body from the stem, so chose to leave it in, only removing the cup. A unitrax head was put on the stem. The thread from the distal stem extractor is stuck inside the stem, inside the patient. Therefore we were unable to replace the screw in the cone body. Surgeon plans to revise again when infection is cleared.

Manufacturer narrative:
An event regarding a thread fracture involving a mcreynolds impactor adapter was reported. The event was confirmed. A visual inspection and the mar concluded that the mcreynolds adaptor broke from a bending overload. The material was found to be hrc 52 and the metal was a fe-cr-ni-cu-ti alloy consistent with 455 ph stainless steel. No material or manufacturing defects were observed on the surfaces examined. The reported device was manufactured and accepted into final stock with no reported discrepancies. There has been 1 other similar event reported for this manufacturing lot. No material or manufacturing defects were observed on the surfaces examined. The surgical protocol review instructs the surgeon to thread the distal stem removal assembly into the insertion feature of the distal stem and to use the slap hammer to remove the distal stem from the canal. Under the instructed usage, the slap hammer would not provide a load in bending. Therefore, the investigation concludes that the device was fractured due to user error.